Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a novum iq large volume pump does not respond to "y". This was observed during use of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 (update codes), h11. H11: the device was received for evaluation. A functional keypad test was performed and incorrect outputs were identified when "9" and "." Were pressed individually ("0.9" was displayed for each entry); all other buttons and softkeys were functional. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition is a damaged keypad/front panel. To resolve this issue, the keypad/front panel would be replaced. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.